Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. After engaging guide catheter and placing a non-bsc wire, a 24x4.00mm promus premier select drug eluting stent was advanced for treatment. However, when the device was inserted into the guide, it was felt that the stent was not smooth and upon evaluation, it was noticed that a stent strut was damaged. The procedure was completed with a 4.0 x16mm promus premier select stent. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product. B5 - describe event or problem updated.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 24 x 4.00 promus premier select drug eluting stent was advanced for treatment. However, when stent was inserted into the guiding, it was felt that the stent was not smooth and upon evaluation it was found out that the stent strut was damaged. The procedure was completed with promus premier select 4.0 x16. There were no patient complications reported. It was further reported that the target lesion had total occlusion, with thrombus, and was moderately tortuous and moderately calcified.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 24 x 4.00 promus premier select drug eluting stent was advanced for treatment. However, when stent was inserted into the guiding, it was felt that the stent was not smooth and upon evaluation it was found out that the stent strut was damaged. The procedure was completed with promus premier select 4.0 x16. There were no patient complications reported. It was further reported that the target lesion had total occlusion, with thrombus, and was moderately tortuous and moderately calcified.

Manufacturer narrative:
B5 - describe event or problem updated. Device evaluated by MFR: promus select ous mr 24 x 4.00mm stent delivery system catheter was returned for analysis. A visual examination found stent struts on the proximal end lifted and pulled distaly. The undamaged stent outer diameter was measured using a snap gauge and the result was 0.0480", this is within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues a visual and tactile examination of the shaft polymer extrusion identified no issues. An examination (visual and via scope) identified no issues. No other issues were identified during the product analysis.